Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case, battery drawer, and battery drawer o-ring were contaminated, the lower case and one side bail cover were broken and the serial number label was out of specification. A detailed analysis was performed on the main printed circuit board. This analysis found that the reported event was caused by a defective transistor.

Event description:
It was reported the unit will not turn on. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case, battery drawer, and battery drawer o-ring were contaminated, the lower case and one side bail cover were broken and the serial number label was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.